Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. When the lid was opened, the device would not complete its boot-up cycle, therefore the users were not hearing any voice prompts. A review of the electronic records indicated the system processor was not booting up properly, however the cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was not flashing and it did not provide any voice prompts when the device was powered on. Instead it would emit one beep tone. Without voice prompts, a user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was not flashing and it did not provide any voice prompts when the device was powered on. Instead it would emit one beep tone. Without voice prompts, a user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.